Event description:
Per the clinic, the patient experienced pain and electric shock sensations at the implant site along with loud sound perception, atypical sound percepts with stimulation, abnormal sound perception (hissing and metallic sound) leading to performance decrement with the device use. It was also reported that, palpable swelling were noted at the implant site. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.